Event description:
It was reported that an unspecified number of syringe 10ml saline xs experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: lot 9235406 blister opened during the kit assembly caused by the not well defined pre-cutspot on the blister and on the device. 2 devices missing. Lot 9204191 blister opened during the kit assembly caused by the not well defined pre-cut spot on the blister and on the device. 11 devices missing. Only 1 lot has spots on the syringe but it still has spots on the packaging and in the sealing part of the packaging.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot numbers 9235406 and 9204191. The review did not reveal any detected quality issues during the production process of either lot number. Both physical and picture samples were provided for the evaluation of foreign matter on the blister packaging for lots 9235406 and 9204191. Through examination of the samples, foreign matter was observed on the packages. The foreign matter is seen as brown stains on the product package, which result during the steam sterilization process. Microbial permeability testing, cytotoxicity testing, and testing for residual solvents and volatile species has been completed on the packages displaying the brownish stain. The testing confirmed that the stains do not present any risk to the use of the product and have no impact on the effectiveness, sterility, quality or safety of bd posiflush¿ xs 10ml saline flush syringe. Our quality team is currently exploring several options to reduce and eliminate any brown staining that may occur on the packaging. Both physical and picture samples were provided for the evaluation of damaged/defective packaging for lots 9235406 and 9204191. Through examination of the samples, the packages were found to have poor perforation. It has been determined that this resulted from an error in the perforation station. The perforation blade maintenance program is currently under review with the intention to decrease the time frame between blade replacements. Samples were also provided for the evaluation of foreign matter on the syringe. Through examination of the samples, foreign matter was observed on the plunger rod. It has been determined that this foreign matter was introduced to the product during the molding process. In response to this incident, the molding machine has been inspected and the defective components have been replaced.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9235406. Medical device expiration date: 2022-07-31. Device manufacture date: 2019-08-23. Medical device lot #: 9204191. Medical device expiration date: 2022-06-30. Device manufacture date: 2019-07-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml saline xs experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: lot 9235406. Blister opened during the kit assembly caused by the not well defined pre-cutspot on the blister and on the device. 2 devices missing. Lot 9204191. Blister opened during the kit assembly caused by the not well defined pre-cut spot on the blister and on the device. 11 devices missing. Only 1 lot has spots on the syringe but it still has spots on the packaging and in the sealing part of the packaging.